Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/5/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs provided), metallosis, osteolysis, and cyst around the acetabulum. There was no mention of infection, pseudotumor, metal debris, or malpositioned cup was previously stated. During the primary operation the medial wall was perforated while reaming. The complaint was updated on: 2/3/2015.

Manufacturer narrative:
Additional narrative: none of the products associated with this report have been returned. A complaint database search finds no related reports against the provided product/lot combinations. The product/lot information is not known for the reamer reported as having perforated the medial wall. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 3/2/16, 3/12/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the cup to be very vertical, excessively medialized and inferior in orientation, harm was updated. They also reported squeaking heard 1-2 times weekly, right leg longer than left leg, loss of lubrication and edge loading from cup malposition. The complaint was updated on: mar 16, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search finds no related reports against the provided product/lot combinations. The product/lot information is not known for the reamer reported as having perforated the medial wall. Xrays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from clinical. Clinical report states that patient was also experiencing osteolysis.

Manufacturer narrative:
This is a duplicate report of 1818910-2016-20054 . This report, 1818910-2014-11962, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2016-20054.

Manufacturer narrative:
Update rec'd 9/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, pseudotumor, difficulty ambulating, elevated cobalt and chromium levels, and infection. This is a duplicate complaint of 1818910-2014-24318. This report, 1818910-2014-11962, will be kept for investigation purposes. A separate follow-up will be submitted to reject 1818910-2014-24318. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update received (B)(4) 2014 - the complaint is being changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address metallosis. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states there was an intraoperative pelvic bone fracture. The fracture was treated with an open reduction internal fixation and screw fixation. (B)(6) 2013 - additional information was received from clinical. The patient was also experiencing squeaking and snapping in their hip. The head and liner are being added for the squeaking and snapping. Update received (B)(6) 2014 - the complaint is being changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.